Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 50 mg/dl compared to readings of 200 mg/dl respectively obtained from a blood glucose lab and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). . The length of sensor wear was day 9. There was no report of death, serious injury, or mistreatment associated with this event.